Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 16mm (tsvwh16) was returned for investigation. Visual evaluation of the as returned implant identified no apparent signs of malfunction. Bone residue was identified around the external threads and vent due to usage. Functional testing could not be performed for the reported medical condition (developed dehiscence). However, measurements were taken. Through dimensional analysis and comparison the device was determined to be within design specification. Pre-existing condition noted on the per was low bone density ¿type iii. The reported device had been placed on tooth #5 (universal) for approximately 1 month. X-ray & picture evaluation: none provided. Appropriate documentation was reviewed. DHR review for the lot (63769063) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63769063) for similar events (complaint category keywords: medical: other (developed dehiscence) and no other complaint was identified. Based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
The clinician reported "developed dehiscence". The patient states that he started feeling soreness and puffiness around the buccal site #5 implant, one week after surgery. The patient has developed a vertical cleft type dehiscence. After consult with a periodontist, it was decided to remove the implant and place later.